Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported multiple system messages during a case. Each time a system message was displayed, the machine was rebooted. The case was completed with no injury to the patient.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated one additional, related report for this system. No samples were returned. The company service representative was unable to replicate or confirm the reported event in the field and found the system to meet specification. Therefore, evaluation steps could not be taken to replicate or confirm the customer reported event and the root cause is therefore, unk at this time. (B)(4).